Event description:
The customer reported that the system had an overload fault error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage supply regulator, generator drive board, and snubber board were replaced. The generator and filament were calibrated during the service call. The system was tested, found to be working as intended and returned to service.